Event description:
It was reported that the pump flipped and caused a proximal catheter occlusion. The patient reportedly turned over in bed and had a sharp pain. The pump was ¿sticking straight up.¿ it was also noted that the patient went for a 12 mile bike ride. The patient pushed it back down and now the pump was flipped. A dye study was attempted, but the catheter access port (cap) was unable to be accessed. The pump was revised and the proximal catheter was replaced on (B)(6) 2014. Upon opening the pocket, the pump appeared to have come out of the pouch and flipped; the catheter was coiled up. The patient recovered without sequela. The pump was used to deliver dilaudid.

Event description:
Additional information received reported when the proximal catheter segment was replaced, the pump was repositioned. The date of outcome was listed as (B)(4) 2014.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The pump was used to deliver dilaudid (600 mcg/ml at 219.65 mcg/day)it was reported that all four suture loops had been used as this was the second flip and they broke allowing the pump to flip.

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) that the resolution date was (B)(6) 2014, not 2014-09-04.

Manufacturer narrative:
Analysis of the catheter found tear in the seal material near the guide ring. There was also a kink at the distal end of the catheter. The kinked area would occlude during pressure testing when the catheter was bent to a narrow radius. Upon visual inspection, the catheter appeared to be deformed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was indicated that the catheter had twisted due to the flipped pump.